Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, a clot was in the oxygenator. Robert rice clinical specialist spoke to (B)(6) on (B)(6) 2012. The procedure was a CABG. The pt had a pre-operative platelet count of 180,000 and a fibrinogen level of 261 mg%. A pre-operative lipid screen was performed with the following results: total cholesterol = 151 with hdl of 37 and a ldl of 97. Triglycerides were 83. About 2/3 into cpb (cardiopulmonary bypass), the perfusionist noticed some discoloration in the blood path of the oxygenator. The perfusionist stated it looked like a "white clot." There was no impact of the oxygenator performance as both the o2 and co2 transfer were per normal levels. Blood flow obstruction through the oxygenator did not appear to be an issue. Post operative platelet; count was 86,000, fibrinogen was 182 gm% which is within expected levels. Post cpb, when the oxygenator was rinsed and the remaining blood was processed there was no appearance of a clot in the oxygenator. The procedure was completed successfully without any delay and without changing out the oxygenator. There was no blood loss associated with this event. The pt was discharged on the 5th day post surgery without any signs of harm. Lipid profiles and pre-operative platelet and fibrinogen levels were reasonably normal and there was no indication of potential organic obstruction in the oxygenator.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).